Event description:
It was reported the patient¿s blood glucose reached 300 mg/dl after wearing the pod between 4 and 24 hours on the arm. The patient noticed insulin leaking at the site. Hyperglycemia treated by patient activating new pod.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be torn. The timing and cause of this damage cannot be determined. Fluid was leaking from this damage. Download data showed no timeouts or drive stalls and no alarms were generated. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.